Event description:
Customer states the patient tested4.3 inr on coaguchek system 1 and 3.0 inr on a comparison lab. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: simvastatin, sotalol hc, warfarin - 5mg/day.